Manufacturer narrative:
Concomitant medical products: 4068-53 lead implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial under sensing on the right atrial (ra) lead during atrial arrhythmia. It was also noted there was possible intermittent far field over sensing on right ventricular (rv) lead. The leads remain in use. No patient complications have been reported as a result of this event.